Manufacturer narrative:
This report is being submitted to correct the impact codes (1) (h6) in section h. Device manufacturers only.

Event description:
It was reported that this pacemaker exhibited farfield oversensing which resulted in false atrial tachy response (atr) episodes. The findings were transmitted electronically to the facility as the request to review was an automated process. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing which resulted in false atrial tachy response (atr) episodes. The findings were transmitted electronically to the facility as the request to review was an automated process. This pacemaker remains in service. No additional adverse patient effects were reported.